Event description:
As reported by our edwards lifesciences affiliate in singapore, regarding a 20mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, the implanter performed a slow and controlled deployment of the valve with nominal volume under rapid pacing with fluoroscopy guidance. While holding the full inflation for 5 secs, suddenly the pressure on the inflation device dropped and upon deflation, blood had filled up in the inflation device and then the implanter realized that the commander delivery system balloon had ruptured. The ruptured commander along with esheath+ were removed from patient. A lateral tear was observed on the commander balloon (implanter suspect it was due to very narrow and calcified stj). New esheath+ and new commander ds was then prepped and used for a post-dilatation of thv using nominal volume. Tavi procedure was then completed successfully with fluoroscopy checks and no signs of any patient injury. Patient was recovering.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed which showed the delivery system balloon radially burst. Patient imagery showed calcification in the implant position. In this case, balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information and patient imagery provided there was severe calcification in the implant position. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.